Event description:
It was reported that the right ventricular lead exhibited a capture threshold of 3.0 v, 1.2 ms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.